Event description:
Customer reported unit provided a maternal and fetal heart rate tracing throughout labor. Pt assigned apgars of 0 at one minute and 0 at five minutes. Resuscitation efforts including intubation and epinephrine administration were reportedly taken, but were unsuccessful.

Manufacturer narrative:
Narrative: ge healthcare performed a checkout of the monitor and found it to function within manufacturer's specifications. Ge healthcare requested a copy of the monitor tracings in order to perform a clinical evaluation of the alleged event, however, the request was denied by the hospital. No further investigation of the alleged event can take place until ge healthcare is provided a copy of the tracings.